Manufacturer narrative:
Additional information: b5.

Event description:
New information received notes that no intervention was made at this time. The patient was scheduled for outpatient clinic. No adverse health consequences to the patient were reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, premature battery depletion was observed on the device. There was no anomalies on the device operations. The patient was scheduled for the next outpatient follow up. The patient¿s condition was not known.